Event description:
An adverse skin reaction was reported in association with the use of an abbott diabetes care (adc) device. The customer experienced pus discharge and arm pain at the sensor application site and self-treated with pimafucort ointment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.